Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heating element on the tip of the hemopro device was fractured. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).